Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The report has been updated: proposed component (annex g) code is mechanical (g04) - provisional top. Visual inspection of the returned item # 42517100710 lot #: 64146309 found it to exhibit signs of repeated use nicked / gouged and the locking feature on the distal lateral surface is compressed and has fragments fractured off. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was noticed to be deficient when it was being assembled. There was no consequences or impact to the patient.